Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a code showing a failure in the flow sensor was found in the ventilator's downloaded error log. It has been recommended that the devices' flow sensor be replaced to address the issue.